Manufacturer narrative:
It was determined that no testing would be done on the device because it would not yield any info toward evaluating the reported event. Analysis: the pt was receiving pressor agents to support unstable blood pressure. It is unknown whether the transfusion was through a central line, however another report received from the same hospital (9680602-19960-00004), where a male pt who also had abdominal surgery and was in ICU experienced hypotension and was receiving the transfusion through a central line. A literature search for existing reports of hypotension following transfusion via a central line did not reveal any such publications. The effect of perfusing the myocardium with a relatively cold solution (i.e. Below body temperature) containing a calcium chelator presently unknown, however, it is recognized that perfusion of the myocardium with hypocalcemic fluids depress myocardial function. A mechanism for such an hypothesis is not evident. The fact that the red cells being transfued were being filtered through a leukocyte reduction filter at the time of the reported hypotension may be coincidental. More than 50,000 units of this device are sold in europe per year and these are the first such reports filed in europe (in which a clinician has implicated the device as being a contributory agent in the observed hypotension). The exact cause(s) of the hypotension episode reported remains indeterminate.

Event description:
A 77 year old man who had recently undergone abdominal surgery, developed a fall in blood pressure during a post-op red cell transfusion in ICU. The decrease in blood pressure developed one minute from start of transfusion. No permanent adverse effects were reported.